Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display and a constant tone alarm due to moisture damage to the electronic assembly. No error alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a13, a21. Customer's blood glucose was 162 mg/dl. The troubleshooting was performed on a13 alarm , the customer was advised to insert a fresh battery and device did not return to normal function. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The troubleshooting was done also with a21 alarm, customer was advised to insert new battery, alarm occured shortly and explained that the insulin pump experienced an unexpected restart.